Manufacturer narrative:
H10: one (1) used list# 140159290, ls, prim plum set, 15 mic filt. Lot# 4386260 was received for evaluation. The complaint of leakage on the returned used 140159290 primary plum set could be confirmed. The product was tested per product specification. There was a leak from both the inlet and outlet filters. The leaks appeared to seep through filter vent material from various locations. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. Filter vent leaks are currently under further investigation at the manufacturing location. A device history review for lot# 4386260 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
H10: the device was received. The investigation is pending.

Event description:
The event occurred on an unknown date. The customer reported a plum set that leaked taxol from the in line filter. No additional information was provided.